Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2011, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from the consumer that reported there was scar tissue wrapped around the extensions and the patient was not able to move his neck. The extensions and the battery were replaced due to the issue. The patient was implanted for dystonia and movement disorders. See manufacturer report #3004209178-2015-22477 for information on the patient's concomitant system.

Event description:
Additional information was received from a consumer that reported two years prior to report the patient had went through a huge growth spurt and that was when their neck stiffness began. The physician determined the extensions may be causing an issue if they were too tight due to the growth of the patient. During surgery it was found that the patient had a lot of scar tissue around the extensions. The extensions were removed and replaced and now the patient was full grown and would have enough excess extension length to cover any additional growth.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported they had neck pain. The scar tissue formed around both wires which caused pain and a pulling sensation. They had to have surgery to remove the scar tissue and they also replaced the wires and the ins. The ins was replaced due to normal battery depletion.